Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console frequently generated a leak in iab circuit alarm. It was noted that the iab insert had gone smoothly. After approximately 30 minutes of therapy, the console generated a blood detected alarm. The iab was removed and replaced with a new one to continue therapy. There was no patient harm or adverse event reported,

Manufacturer narrative:
Event site postal code - (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and traces of blood observed on the exterior of the catheter. No blood was visible inside the iab catheter. A kink was observed on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cadiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported problems cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).